Event description:
It was reported that the patient presented to the emergency room due to dizziness and near syncope, with asystole greater than two seconds. The health care professional (hcp) contacted boston scientific technical services (ts) because they believed the device was exhibiting loss of capture (loc) and was not functioning. Ts stated that the device appeared to be functioning from what they could observe, and the hcp did not have any evidence of loc. The device was later electrically abandoned. No additional adverse patient effects were reported.